Event description:
It was reported that the user experienced dexcom g7 connectivity issues with the ilet, including failure to pair and repeated signal loss, leading to guidance to toggle between g7 and g6, restart the ilet, keep devices in proximity, and reattempt pairing with a new g7 using the provided pairing code. Symptoms included loss of cgm data to the pump. Outcomes included temporary interruption of cgm-pump communication and user-performed sensor replacement. Investigation included remote troubleshooting, device restart, communication re-pairing steps, and user education on sensor type toggling and pairing. Investigation of this case revealed a non-paired cgm and intermittent communication as the likely contributors, with no pump malfunction identified and normal pump function restored after restart and wireless charging pad power-on. It was concluded, based on previously established findings for similar reports, that the cause was user setup and pairing issues resulting in cgm not paired and signal loss.